Event description:
The service report shows while performing unrelated service to the device, the mallinckrodt customer service engineer noticed no audio alarm. The cse inspected the device and found that a wire on the volume pot is broken. The auxilliary harness was replaced. The unit passed extended self-testing. There was no patient involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.